Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.033.002. Lot: l699796. Manufacturing site: hägendorf. Release to warehouse date: february 21, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the radiolucent aiming arm/frn piriformis fossa was received with a missing cam lock. No fractures were observed, but the missing cam lock supports the reported complaint condition of broken. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection was not performed as the missing cam lock was visually confirmed and dimensional inspection would be irrelevant to the identified/received condition. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Aiming arm ¿ asm ¿ piriformis fossa and cam lock for rdl aiming arm. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition of broken is confirmed as the radiolucent aiming arm/frn piriformis fossa was received with a missing cam lock. The cam lock levers are designed to be removable and can be sold separately (03.010.497 cam-lock lever for aiming arms). No definitive root cause could be determined. It is likely that unintended forces/rough handling caused the cam lock to fall off and the fallen off cam lock was misplaced. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, on an unknown procedure the locking mechanism of the radiolucent aiming arm was missing/broken for the unknown recon screw sleeve. The locking mechanism somehow broke off and is now missing. The locking tab is missing from the frn piriformis aiming arm. Not sure how it broke off. They did not notice this until they were starting the case. The surgeon manually held the recon screw sleeve in place. There was no surgical delay. There was no backup device used. There were no fragments generated from the broken device. There was a procedure but did not affect the care of the patient. The case was still successfully completed and patient status was stable. Concomitant device reported: unknown recon screw sleeve(part# unknown, lot# unknown, quantity# 1). This report is for one (1) radiolucent aiming arm/frn piriformis fossa this is report 1 of 1 for (B)(4).